Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had variable pacing impedance and also spiked pacing impedance. The physician noted that the lead pin was made of different material that would cause a particle buildup with axial motion. The lead is still in use. No patient complications have been reported as a result of this event.